Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer received control readings on the contour next that were not automatically marked as control tests. Unmarked control tests will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New meter, strips and control were sent to the customer.